Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event however, recall z-2174-2012 was initiated for models shiley 8lpc and 8fen that have had volume leakage and/or disconnection between the inner and outer cannulae. Additionally, a corrective and preventative action was initiated to document the investigation efforts related to the root cause for the reported failure.

Event description:
The reporting person said that during the cannulation it was verified that the connection of the cannula with the respirator was not safe once the connection diameter was lower than normal and the ventilator did not connect, the lock was loose and falling down. The reporting person confirmed the tube was replaced immediately. Reporter noted no permanent damage. No temporary damage. The event did not prolong the hospital stay.